Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) with biliary dilation procedure performed on (B)(6) 2021. During the procedure, the balloon had a slow leak due to a hole. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.